Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was shut down. No harm requiring medical intervention was reported. The customer did not troubleshoot for high blood glucose because her blood glucose went up due to the pump being shut down due to dead battery before midnight when she was asleep. Customer reported loss of communication between insulin pump and transmitter. The device will not be returned for analysis.